Manufacturer narrative:
(B)(4) - post operative complications occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Event description:
It was reported that a pt underwent an inguinal hernia repair on (B)(6) 2005 and mesh was used. Since the procedure the pt has experienced chronic pain and difficulty urinating. No add'l info has been provided.